Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Provider states the weldment, on the left side when seated, broke on the power center mounts. The dealer advises this is the third time this has happened. MDR filed.